Event description:
It was reported that alarm 2 occurred, and an occlusion issue was noted. There was no adverse impact to the customer's blood glucose level. A system check was performed with tandem technical support and no issues were identified. The customer was instructed to change pump supplies as needed, and resume insulin therapy.